Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
Country of complaint: portugal. During a colorectal surgery (low anterior resection), the tip of the device broke, resulting in no coagulation. No additional intervention was required and surgery was successfully completed. The patient was not injured. All broken parts were removed. There was a delay of 15 to 20 minutes. The delay was due to the recovery of broken pieces, confirming no pieces remained in situ and the time to obtain an additional device to proceed with surgery. The tip of the device broke during use in one rectum amputation.